Event description:
Per information provided: on (B)(6) 2006 - patient was diagnosed with epigastric and umbilical hernia thereby underwent open repair with implant of ventralex mesh (device 1 and 2). Per op notes, ¿a vertical incision was made over the palpable mass in the epigastrium superior to the umbilicus region. The underlying protuberant cystic structure was identified and reduced. A ventralex mesh (device 1) was placed and secured on either side with sutures. Umbilicus defect was identified and a curvilinear incision was made. The hernia was identified. A ventralex mesh (device 2) was placed and secured with sutures.¿ on (B)(6) 2022, patient was diagnosed with small bowel obstruction thereby underwent robotic assisted laparoscopic repair. Per op notes, ¿small bowel was noted be distended with multiple loops of small bowel noted to be hyperemic and adherent to a previous mesh (device 1 and 2) in the anterior abdominal wall. Collapsed small bowel was noted distal to one of these adhesion points. The small bowel was released from the mesh and anterior abdominal wall. Two point serosal injuries were noted and primarily repaired with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.